Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving gablofen (2000mcg/ml at 482.mcg/day) via intrathecal drug delivery pump. The indication for use was noted as spasticity. It was reported that it was unknown what the cause of the sharp turn at the anchor of the existing catheter and negative cap aspiration was. The new catheter was placed at a higher level at the hcp's discretion. It was unknown what symptoms the patient experienced. The event had been resolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8781, (B)(4), ubd: 13-sep-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for cerebral palsy and intractable spasticity. It was indicated an 8781 was placed in (B)(6) 2017. Recent imaging suggested a sharp turn at the anchor at the fascia of the existing catheter and catheter access port (cap) aspiration was negative. Per the doctor, the patient declined a spinal segment revision. A new 8781 was placed at a higher level (c5) than the previous 8781 catheter and the existing catheter was removed entirely. No further complications were reported/anticipated or expected.